Manufacturer narrative:
Additional serial numbers continued : m0154,m20912,m20863. Additional lot numbers continued : m028.

Event description:
A review of events indicated that patient samples tested on the echo lumena automated blood bank system produced inaccurate results. A review indicated that seven patient sample tests using the echo lumena automated blood bank system produced nine unexpected false negative results; two for the anti-e antibody; two for the anti-jka antibody; one for the anti-fya antibody; one for the anti-k antibody; one for the anti-k antibody, one for the anti-m antibody and one for the anti-kpa antibody. In each circumstance, subsequent testing of relevant reagent retention lots produced accurate results. Additional investigations related to quality control processes; test procedures and other facts could not determine any direct cause of the missed antibody screening and the malfunctions are allocated against the analytical instrument. Two additional instrument malfunctions generated inaccurate rh typing results based on historical results; which had typed o positive. Our investigation revealed that the two patients had very recent transfusions of negative blood. Subsequent testing of reagent retention lots for anti-d series 4 and 5 produced expected results.